Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicated that the patient had bacteremia, moreover the lead tips were cut and sent for culture. There were no additional adverse patient effects reported. The rv lead was explanted.